Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain and recurrence of rectocele. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, difficulty completing bowel movement, and vaginitis. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2011 under dr. (B)(6). No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pop & sui on (B)(6) 2010 and mesh was implanted. It was also reported that the patient experienced pain, dyspareunia, erosion of her internal bodily tissue, other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.